Event description:
It was reported that the system 9600+ would not complete initialization. The system displayed error messages "bad xray temp sensor" and "a/d channel 8 fail". There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The analog interface circuit board and the temp sensor were found to be defective and were replaced. The system was tested and found to be working as intended and placed back into service.